Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the connecting tube coating had peeled off over 1mm2. In addition, the connecting tube was dented, the aspiration quantity was out of standards since channel tube was dented, the angulation in the up direction was out of standards due to the worn angle-wire and the light guide lens was broken. It was also noted, there was waterproof failure due to a pinhole at channel tube, a cut on the electrical connector guide pin, and the pinhole at bending section. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, evis lucera bronchovideoscope insertion part was corrugated during reprocessing. The intended procedure was completed with a similar device without delay. Upon inspection testing of the returned device, it was discovered, the coating on the connecting tube peeled off over 1mm2. There was no patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the peeled off coating found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating on the connecting tube peeled was due to physical stress, chemical stress, storage environment, or the like. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual - general policy precautions - warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal - warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.